Event description:
It was reported that the upper display of the external pulse generator's liquid crystal display had black areas. The generator was returned for service. There was no patient involvement.

Event description:
It was reported that the upper display of the external pulse generator's liquid crystal display had black areas. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the upper display had black areas, it had bleeding pixels. Analysis also found that the upper case, lower case, ring cover, one side bail cover and the battery drawer were broken, one side bail cover and side bail were missing, that the battery release was contaminated and the flexes of the encoder flex were uneven. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.